Manufacturer narrative:
(B)(4). One (1) mountaineer head to head cross connector outer nut tightener [product code: 2883-07-200] was returned to the (B)(4) for evaluation. Visually nothing could be found wrong with device. A functional torque test was then conducted. Torque test results concluded that the device was over torquing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the outer nut tightener [2883-07-200] over torquing cannot be positively determined. It should be noted that work instruction (B)(4) was incorporated on may 6th, 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, tighteners which have a current 12-month date etched on the handle to indicate the date of the required maintenance. Since this tightener has been in the field for approximately 11 years, it does not fall within the threshold of depuy¿s refurbishment process per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) placed each of the components listed above as part of the posterior hardware construct. Upon torquing the first h2h outer nut, there appeared to be a stripping sound. Upon inspection, it was noted that the inner screw had become dislodged from the tulip of the m/l screw and threads had been torn off the inner screw. This resulted in head splay of the m/l screw which would not allow for placement of an new inner screw. At that point; dr (B)(6) decided to remove all the caps and replace the splayed screw. After he placed the new screw, he chose to forego placing a transconnector final tighten the new construct, after which, he closed the wound which finished the procedure. He asked that we send in the screw, inner nut, outer nut and both torque limit devices for analysis and that we provide him feedback when we determined cause. It was postulated that one or both of the torque drivers may be over torquing and may have led to the incident.